Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 18-apr-2017 installed 9 pin cable and keyspan usb serial adapter and error remained. Tested rps (reporting software) output with hyperterminal and information is leaving reporting software computer. Orchard lis (laboratory information system) reset and information crossed to lis (laboratory information system). The most probable cause of the reported event was a faulty software connection.

Event description:
On (B)(4) 2017 the customer reported communication error with their hlc-723g8 analyzer. Customer reported communication error with lis (laboratory information system) and rps (reporting software). The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.